Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 80% to 10% after being connected to a power source. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose level was 186 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.